Manufacturer narrative:
This report is being filed.

Event description:
Journal reference: smeding, et al. "Unilateral pallidotomy versus bilateral subthalamic nucleus stimulation in pd." Journal of neurology. 2005; 25(2): 176-182. The article compared the cognitive and behaviorial effects of unilateral pallidotomy and bilateral subthalamic nucleus (stn) stimulation on 34 patients. The patients were implanted with dbs leads (model 3389) and neurostimulator (models itrel ii, soletra, or kinetra,). Reportable event: 3389 leads (n=2)- one patient developed severe confusion and cognitive changes post dbs lead placement surgery. CT showed both electrodes had displaced. No new lesions were noted. Both electrodes were repositioned and the patient had good results on both motor function and neuropsychological evaluations.